Event description:
While using the jetstream device, the wire became stuck on device and physician had difficulty removing it; distal portion of the wire broke off remaining in the pt. Physician stented over wire in peroneal artery with vision stent.